Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the observed accident appear to match the damage found. This is a final report.

Event description:
After a head trauma the user had no hearing sensations with the device. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a head trauma the user had no hearing sensations with the device. Re-implantation was done on (B)(6) 2017.